Event description:
Medtronic received a report that the microcatheter tip cracked. The catheter ruptured with other embolic, spring coil embolization. The rupture was on the distal section. There was no friction or difficulty during delivery. Aside from the rupture, there was no other damage to the catheter. The injection rate was 100psi. Additionally it was reported that there was resistance to the coil entering the distal end of the echlon microcatheter and could not be pushed. Coil was stuck in catheter. Resistance occurred in the distal section of the catheter. The distal section of the catheter was damaged. The coil was not damaged. The reported devices and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured right c6 aneurysm with a max diameter of 5.4 mm and a 3.5 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. The access artery was the femoral artery with a diameter of 7.4 mm. Ancillary devices include a terumo sheath, neuromax sheath, navien guide catheter, echlon10 microcatheter, stryker guidewire, and axium coils.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #283907684:¿ equipment used: video inspection system (m-85519), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5) document used: dwgs105-5091-150 rev. Ay as found condition: the axium coil and echelon 10 catheter were returned for evaluation inside of a biohazard bag and a shipping box. The echelon 10 catheter appeared to be compatible for use with the coil as it has a labeled inner diameter (ID) of 0.017¿. Visual inspection/damage location details: the implant coil appeared to be damaged and stretched with the polypropylene filament intact. No separation was observed on the returned coil. Kinks and bends found along the length of the pushwire. The catheter tip and marker band appeared to be damaged. A tear was found near the damaged tip and marker band. The catheter body appeared to be kinked at 24.0cm and 38.0cm from the hub. No flash or voids molded were observed in the hub. Testing/analysis: the catheter was flushed with water and water exited out from the distal tip. The returned coil and catheter could not be used for resistance testing due to the damaged conditions. ¿ conclusion: based on the analysis findings, the customer complaint was confirmed as the returned coil and catheter were found damaged. In addition, a tear was found near the damaged tip and marker band. It is likely that these damages occurred when the customer attempted to advance the coil through the catheter against the reported resistance. However, the cause for resistance could not be determined. Possible causes of resistance include the use of damaged catheter, patient tortuous anatomy and lack of continuous flush with heparinized saline during delivery. There was no non-conformance to specifications identified that led to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the coil had come out of the introducer sheath smoothly. It was clarified that there was no onyx related complaint. The patient was recovered well from the procedure.